Event description:
It was reported that since the patient's pump replacement, the patient had been getting "sick" and was admitted to the hospital at one point because of it. The patient was now programmed to a minimum rate mode. A medical consultant was requested. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).